Event description:
Our product specialist reported that in the step of removing the test insert of size three, the insert was broken.

Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported event. The locking rail was fractured. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Our product specialist reported that in the step of removing the test insert of size three, the insert was broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.